Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm. Approximately 3 (three) months post op, the patient presented emergently with bilateral leg and hip pain. Thrombus was identified throughout the afx2 device. Thrombectomy was performed in the aorta and common iliacs (bilateral) and the patient's left leg was amputated below the knee due to the thrombosis. There was no further report of the patient's condition.